Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The coil and pusher wire arms were returned interlocked inside the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The twist lock had been opened. The coil zap tip was not visible inside the distal end of the introducer sheath. The coil was inspected and the zap tip had been removed from the coil. Zapping was evident at the distal end. The coil had been cut. The zap tip was not returned. The pusher wire was inspected and no anomaly was noted. The interlocking arm of the coil and the pusher wire was microscopically inspected and no damage was noted. All other dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that a 0.021in i.d. Microcatheter is compatible. The i.d. Of the catheter used was larger than the recommended i.d. Of 0.021in and is therefore not compatible with the fidc system. (B)(4).

Event description:
Reportable based on device analysis completed on 23feb2016. It was reported that the coil could not advance in the catheter. The target lesion was located in the mildly tortuous bronchial artery. A 2mm x 6cm interlock¿ was selected for use. During the procedure, the coil was inserted into a non-bsc microcatheter. However, while attempting to advance the coil, it was noted that the part of the interlocking arm got stuck inside the microcatheter. The coil was removed from the microcatheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the coil had been cut.